Event description:
It was reported that the flat panel spring arm was allegedly missing the nut on the inside of the sleeve the m3 screw seats into. The m3 screw keeps the spring arm's safety collar in place and, if the nut is missing, the m3 screw could detach leading to the light head detaching from the spring arm. There was no reported patient involvement or adverse consequences.

Event description:
It was reported that the flat panel spring arm was allegedly missing the nut on the inside of the sleeve the m3 screw seats into. The m3 screw keeps the spring arm's safety collar in place and, if the nut is missing, the m3 screw could detach leading to the light head detaching from the spring arm. There was no reported patient involvement or adverse consequences.

Manufacturer narrative:
This follow up MDR filing is being submitted to include the serial number of the flat panel spring arm which was unknown at the time of the initial MDR filing.

Manufacturer narrative:
It was reported by the customer biomedical engineer that the m3 screw nut for the flat panel spring arm was allegedly missing. Upon further investigation of the flat panel spring arm by the stryker field service technician, the m3 screw had allegedly been found to be loose by the biomed during routine inspection. When the fst tried to tighten the m3 screw, it would not tighten. He noted that the m3 nut which secures the engagement of the m3 screw appeared to be stripped. The fst replaced the nut and was able to tighten the m3 screw resolving the issue. The flat panel monitor was returned to use. There was no reported patient involvement or adverse consequences.